Event description:
It was reported that after placing a drug eluting stent in the distal cx, an attempt was made to place the mini vision in the proximal cx. The heavily calcified lesion was pre-dilated with another co's balloon dilatation catheter. When the stent would not cross the lesion, the guide wire was exchanged for a more supportive wire. The stent still would not cross, so it was retracted into the guiding catheter, at which time the stent dislodged from the balloon. Under fluoroscopy, the stent could be seen in the cx. A balloon was used to crush the stent against the vessel. Wall. No other stent was placed. The pt is reported to be doing fine.